Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no impact to the customer's blood glucose level. As these alarm occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.